Manufacturer narrative:
The device has been received for eval; however, the device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
Customer states that her blood glucose levels get high when the cartridge in her pump drops down to 50 units. She takes a manual injection to bring her bg down when this occurs. This has been occurring for the last couple of months. In addition, it is reported that she has been receiving erroneous cartridge fill amounts.